Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance to reset the pump, and the malfunction code did not recur after the reset.